Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported via social media that a patient death occurred. A left atrial appendage (laa) closure procedure was performed using a watchman laa closure device with delivery system (wds). The patient died of unreported causes while under anesthesia.

Manufacturer narrative:
B2: date of death - aware date of (B)(6)2023 used as death date is unknown. B3: date of event - aware date of (B)(6)2023 used as event date is unknown.